Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], tingling in hands, arms, legs and feet [paraesthesia], numbness in hands, arms, legs and feet [hypoaesthesia], burning in legs and feet [burning sensation], pain in legs and feet [muscular weakness], unsteadiness when walking [gait disturbance]. Case description: an attorney reported that his (B)(6) male client, used fixodent denture adhesive, version unk cream from 2001 through (B)(6) 2011 and super poligrip from 2002 through 2006 reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, tingling in hands, arms, legs and feet, numbness in hands, arms, legs and feet, burning in legs and feet, pain in legs and feet, weakness in legs and feet, unsteadiness when walking. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr; therefore, unable to proceed with batch retain testing or product investigation.